Event description:
It was reported that, pt presented with hip pain so doctor removed shell, liner, head. No other info per hospital policy.

Manufacturer narrative:
The following other hip devices were also listed in this report: alumina c-taper head 32mm/0: catalog #17-3200e, lot #22822001. Unknown 32 e liner: catalog # unk, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Method: review of device history and IFU. An evaluation of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info including x-rays and medical records was not made available either. Based on the pt's height and weight, his bmi is (B)(6). An adult with a bmi of 30 or greater is considered obese. A review of the packaging insert indicated the following warning: "do not implant in obese pts because additional loading may lead to loss of fixation or device failure." Review of the device history records indicates that all devices are manufactured and accepted into final stock with no reported discrepancies. Insufficient info was provided to confirm the reported event/determine root cause.